Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the ¿gastroplasty several years earlier¿ were not provided.] (B)(6) 2005: (B)(6). (B)(6), md facs. Operative report. Assistant: (B)(6), lpn. Anesthesia: general endotracheal. Preoperative diagnosis: massive incarcerated ventral hernia. Postoperative diagnosis: massive incarcerated ventral hernia with abdominal adhesions. Procedure: laparoscopic repair of incarcerated ventral hernia. Complex enterolysis. Mesh implantation, gore-tex dual mesh. This 58-year-old white female had a massive ventral hernia with marked protrusion and increasing discomfort. This gradually appeared after a midline laparotomy for gastroplasty several years earlier. Alternatives were discussed and patient gave informed consent for laparoscopic approach with mesh placement and possible open laparotomy, depending on the findings and exposure. She accepted the risks and uncertainties including the possibility of infection, bleeding, reaction to medication or anesthesia, recurrent hernia, mesh removal or visceral injury during the procedure. Technique: ¿she was placed in the supine position on the operating table. General anesthesia was induced with endotracheal intubation. A foley catheter was placed. The abdomen was prepared widely with betadine and draped with a sterile transparent loban drape. Vertical midline scar was noted from the xiphoid to the umbilicus. Large defect was readily palpable just to the right of the midline occupying most of the right upper quadrant. A 12-mm port was placed in the left lower flank through a small transverse incision after establishing co2 pneumoperitoneum with pressures monitored under 15 mm. The veress needle was used for this using the same incision. Laparoscopic lens and video camera were inserted and the 30° lens used for the procedure. Two left upper quadrant ports were placed, initially 5 mm and one was later switched to 12 mm in the left lateral aspect using laparoscopic vision during placement. Incarcerated hernia was demonstrated with omentum occupying the large defect in the anterior abdominal wall with adherence to the margins. There were extensive anterior abdominal adhesions. Laparoscopic dissection was required with division of these peritoneal adhesions using the l hook cautery for division. One prominent arterial vessel was clamped between clips at the abdominal wall, within the omental margin and it was divided. Omentum was reduced from the large defect which was complex with multiple separate wide openings and loose visible blue prolene sutures. The sutures were freed up from the margins and excised. The defect was then carefully mapped out on the transparent drape using a surgical marker and 22-gauge spinal needle. This was advanced through the skin identifying the margins of the defect which were carefully traced on the drape. The overall defect was roughly circular measuring 19 cm vertically and 18 cm horizontally ending just above the umbilicus and extending more to the right of the midline. Dual mesh was selected and a 25 x 25 cm circle was created from the 35 cm dual mesh sheet. The mesh was marked at 8 points around the circumference with corresponding marks on the skin drape. Mattress sutures of gore-tex cv2 suture were placed and locked at each point marked on the mesh. It was then rolled carefully and advanced to the 12-mm port in the left flank into the abdominal cavity. It was then unrolled with the corrugated mesh surface placed against the anterior abdominal wall and the smooth surface against the omentum. The carter thompson suturing passing device was then used and was inserted through small puncture wounds placed at each mark on the skin. Device was advanced through the fascia above the defect at each point and each end of the looped suture was brought out through a separate opening in the fascia and clamped externally. All 8 sutures were placed in this manner and the mesh carefully inspected for propel placement. The sutures were then pulled up to position the mesh against the anterior peritoneum and each was carefully tied down to the fascia through the small stab wounds. Suture knots were cut and the subcutaneous tissue freed with a hemostat. The protack device was then used to place individual tacks along the margin of the dual mesh in between the fixation sutures. These were carefully inspected with the mesh showing it smooth appearance with no tension or folding. No bleeding was encountered with careful repeat inspection. The carter thompson kit was then used for placement of #1 vicryl sutures at both of the tarter ports in the left flank. These were passed with laparoscopic visualization. Ports were removed and the fascial sutures tied down with #1 vicryl. The lateral port incisions were infiltrated with 0.25% marcaine. Skin layers were closed with subcuticular 4-0 monocryl and small steri-strips. The small puncture wounds on the anterior abdomen were closed with steri-strips and band-aids. Needle, instrument and sponge counts were correct. The patient tolerated the procedure well and was transferred by stretcher to the pacu [post anesthesia care unit] in stable condition. Plan: outpatient observation overnight with expected discharge under 23 hours .¿ product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. (B)(6) 2009: (B)(6). (B)(6), md. Operative report. First assistant: (B)(6). Anesthesia: general. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnoses: recurrent ventral hernia. Procedure: ventral hernia repair. Findings: the patient had redundant mesh in the superior aspect of the abdomen. A large portion of this resected in the midline and then the edges reapproximated with running 0 surgipro suture. Surgipro sutures also placed along the edges of the mesh to the fascia to secure placement. Technique: ¿after obtaining informed consent, the patient was brought to the operating room and placed in supine position. The patient underwent induction of general anesthesia and endotracheal intubation. The patient's abdomen was prepped and draped in the usual fashion. Skin incisions were made through the midline with a scalpel down to the mesh. The mesh was found to be very redundant, causing the epigastric ventral hernia. The mesh was opened with a scalpel in the midline and an elliptical area of mesh was resected. It was noted along the edges that there were coils fastening the mesh to the fascia circumferentially from the patient's previous laparoscopic hernia repair. After resecting the redundant mesh, the edges of the old mesh that were still attached to the fascia were then reapproximated with running 0 surgipro suture. A #1 surgipro suture was used along the edges of the mesh to secure it to the fascia, particularly in the inferior and superior positions. Following this, the wound was then irrigated and the skin closed with surgical staples. There were no apparent complications. The patient was extubated and returned to the recovery room in satisfactory condition.¿ (B)(6) 2009: (B)(6) medical clinic, (B)(6), md. Office notes. Diagnoses: incisional hernia. Postoperative visit. Arthroplasty shoulder, recent arthroscopic repair, recurrent right shoulder pain. Reason for visit: post-operative. No complications, pain has been mild (in hernia region), decreased activity level. Patient has questions about her ¿old mesh¿, not able to provide answers without personal inspection during operation, asked her to review this with dr. (B)(6) (seeing me for postoperative check in his absence this week). Shoulder pain has been sudden/persistent following an incident, for 2 weeks, noticed after hernia repair, wonders ¿if something happened while asleep.¿ explained no problem known to me. Abdomen exam: no swelling, redness, drainage noted. Normal anticipated wound healing. Impression/plan: incisional hernia, follow-up in 2 weeks, no lifting over 25 lbs for 6 weeks. Patient will return to discuss operation with dr. D. Wilson, including her position and prior mesh. All staples removed, tolerated well . (B)(6) 2013: (B)(6) medical center. (B)(6), md, facs. Operative report. Date of surgery: (B)(6) 2013 [sic]. Preoperative diagnosis: morbid obesity. Recurrent [sic] ventral hernia. Postoperative diagnosis: morbid obesity. Procedure: herniorrhaphy ventral/incisional ¿ recurrent ventral hernia repair with mesh. Recurrent [sic] ventral hernia. Assistant: (B)(6). Tissue removed: 1: hernia sac, collected by (B)(6), md, time: (B)(6) 2013 @ 1004, destination: pathology. Implants: mesh parietex med round 4.8¿ ¿ log29367; inv. Item: mesh parietex med round 4.8¿; manufacturer: covidien; lot no: pmi00281; lrb: n/a; no. Used: 1. Estimated blood loss: under 100 ml. Findings: central hernia defect, lower epigastrium, well above umbilicus. Previous vertical midline scar, where 2 previous ventral hernia repairs performed. Findings consistent with the CT scan image. Ventral hernia sac protruding in the midline, with apparent splits or separation of the previous mesh. Mesh margin was palpated on either side of the defect, with no mesh overlying the hernia sac. Underlying transverse colon and omentum within the defect. Markedly obese individual, with round abdominal wall. Complications: 0. Informed consent: informed consent was obtained. Risks and benefits were explained to the patient and the patient expressed understanding. Procedure: ¿procedure and site were confirmed in preop holding. Patient was positioned supine with uncomplicated induction of general anesthesia and intubation. Patient was prepped and draped in sterile fashion. Verbal "time out" was performed to correctly identify patient and procedure. All present were in agreement. Vertical incision was made through the previous midline epigastric scar. Hemostasis was obtained with careful electrocoagulation. The hernia sac was dissected free from the fascial defect with blunt and sharp technique. There was no injury to the colon or small bowel. Omental adhesions were freed from the anterior peritoneum and the embedded mesh. Defect was measured at 6 x 3 cm. Parietex circular mesh 12 cm was selected and moistened with saline. It was placed with the coated surface toward the abdominal cavity, with the mesh oriented anteriorly toward the anterior peritoneum. It was sutured into place, widely overlapping the defect, deep to the fascia. Mattress sutures were placed through the fascia using 0 surgipro, around the entire circumference, in interrupted fashion. The mesh lay in flat position without tension. Hemostasis was confirmed. Closure was performed in layers with interrupted 2-0 polysorb subcutaneous sutures and skin staples. Gauze dressings were taped in place. All needle, instrument, and sponge counts were correct. Patient was transported by stretcher to the pacu in stable condition. Findings were discussed with the family in private consultation room. Disposition: pacu .¿ (B)(6) 2013: [missing record: a pathology report detailing analysis of the hernia sac removed during the (B)(6) 2013 procedure was not provided.] (B)(6) 2017: (B)(6) medical center. (B)(6), md facs. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same. Procedure: exploratory laparotomy. Explantation of old mesh x 2 with extensive adhesiolysis (> 2 hours). Bilateral external oblique advancement flaps (component separation). Ventral herniorrhaphy with 19.6 x 24.6 cm ventrio st mesh. Assistant: (B)(6). Anesthesia: geta [general endotracheal anesthesia] (dr. (B)(6)). Fluids: 1,000 cc crystalloid in; no foley. Estimated blood loss: 20 cc. Findings: old goretex dual mesh and parietex mesh explanted. Specimens: explanted old mesh. Drains: 3/16" round jp drains x 2 to bulb suction. Complications: none. Disposition: stable, extubated, to pacu. Indications for procedure: the patient is a 70-year-old female who presented to my surgical clinic for a second opinion regarding repair of a ventral hernia. The patient has morbid obesity, with a bmi of approximately 37, and underwent a gastric bypass in 1997. The patient had a previous laparoscopic ventral herniorrhaphy on (B)(6) 2005 by dr. (B)(6) with gore-tex dual mesh, with repair of a questionable "recurrence" on (B)(6) 2009 by dr. (B)(6). The patient was seen several times in 2013 by my partner, dr. (B)(6), who performed a recurrent ventral herniorrhaphy on (B)(6) 2013 with a 12 cm round parietex mesh. Mattress sutures with 0 prolene were placed around the defect, which seemed to have mesh on either side "as if the mesh had split" (see above regarding previous "resection of redundant mesh"). The patient stated that after this repair, she suffered another recurrence. She saw 2 other surgeons in the community, one of whom declined operate and another who stated that she needed to lose 25 pounds before a repair would be attempted. Please refer to my history and physical for more details of her workup. The patient was explained the benefits and risks of a recurrent ventral herniorrhaphy, including the possibility of a component separation and mesh placement as well as mesh explantation, and the patient signed an informed consent. Operative technique: ¿the patient was brought into the operating room and placed on the operating room table in the supine position with the arms tucked at the sides. The patient underwent smooth induction of geta [general endotracheal anesthesia], and was given a pre¬operative dose of abx [antibiotics]. All hair was previously removed with surgical clippers, if appropriate. A foley catheter was inserted with clear yellow urine. The patient was prepped with an alcohol and chlorhexidine solution, and was draped in the normal fashion. After an appropriate time-out was performed, the patient's previous midline laparotomy incision was incised using a number 10 blade scalpel. The bovie electrocautery device was used to dissect down through the immediate subcutaneous tissues until the anterior abdominal wall was encountered, along with the hernia sac. Several pieces of mesh were present just underneath the fascia, and after the hernia sac was transected at its base, these previously placed pieces of mesh were fully explanted. This required extensive dissection and adhesiolysis. As the patient's abdominal wall would not reapproximate without undue tension, a bilateral external oblique advancement flap was performed by dissecting over the anterior surface of the patient's abdominal wall, and dividing the external oblique muscle at approximately the anterior axillary line on either side. Hemostasis at this portion of the procedure was excellent. At this time, a 19.6 x 24.6 cm ventrio st mesh was placed into the abdominal cavity, and was secured at several sites using 0 prolene sutures that were passed through the abdominal wall and a trans-fascial orientation. A secure strap tacking device was also used to circumferentially secure the probably propylene leaflet of this mesh to the anterior abdominal wall, and such a way that bowel loops could not herniate over the mesh, and that the mesh was fully approximated to the undersurface of the anterior abdominal wall. Care was taken to palpate the bowel to ensure that it was not present near the mesh before these tacks were placed. The anterior abdominal wall was then reapproximated primarily over this mesh using interrupted 0 vicryl sutures. 2 jp drains were then placed in the subcutaneous spaces around the patient's abdominal wall and were secured to the skin using a 2-0 nylon stitch. The skin was reapproximated with staples after securing several layers of the subcutaneous area with 2-0 vicryl stitches and an abdominal binder was placed at the end of the case. Sponge, needle, and instrument counts were correct x 3. Dr. (B)(6) was present for, scrubbed for, and performed the entire procedure. The patient remained hemodynamically stable for the entirety of the case, and was transferred to the pacu in stable condition .¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] (B)(6) 2017: (B)(6) medical center. Implant record. Mesh ventrio st xirg oval. Bard ¿ davol. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the unknown gore device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh was redundant, mesh failure requiring partial mesh removal on (B)(6) 2009 and revision surgery on (B)(6) 2009. Additional event specific information was not provided.